Event description:
This case was reported by a consumer (husband of pt) and described the occurrence of nausea in a (B)(6) female pt who received double salt denture cleanser mfc50075 (polident denture cleanser tablets) for denture cleaning. A physician or other health care professional has not verified this report. Co-suspect medication included polident dentu creme toothpaste and polident overnight denture cleanser tablets. Concurrent medications included amoxicillin trihydrate and unk (unspecified medications). On an unk date, the pt started double salt denture cleanser mfc50075. At an unk time after starting double salt denture cleanser mfc50075, the pt experienced nausea, dizziness, vomiting, palmar erythema, discomfort, tingling of extremity, oral tingling, tremor, hand swelling, swelling of legs, red blotch, allergic reaction, adverse event and chills. The pt was hospitalized. The pt was treated with cetirizine, hydroxyzine hydrochloride and unspecified intravenous medications. Treatment with double salt denture cleanser mfc50075 was discontinued. At the time of reporting, the events were resolved. Consumer's husband originally called and left a voicemail message received (B)(6) 2012 reporting his wife experienced events of sick to stomach, vomiting bile, dizziness and the palms of her hands becoming red. After calling consumer back and speaking with his wife, the pt, she reported that she had been using the polident products for a year and had soaked her dentures overnight in the polident overnight tablets and then brushed them with the dentu-creme. Most recently, consumer introduced polident 3 - 5 minute denture cleanser. Consumer reported she was taken to the emergency room by ambulance on (B)(6) 2012 at 8:30 am, and was treated for an allergic reaction. Consumer was discharged on (B)(6) 2012 at 5:30 pm, and she was sent home with cetirizine and hydroxyzine hydrochloride. While in the hosp, consumer had blood tests, an EKG, she was given numerous medication injections via an IV in her right arm and the lab tests diagnosed her with having an allergic reaction to polident. Consumer reported add'l events of discomfort, tingling in hands and tingling in mouth, shaky, swelling in hands and legs, red blotches on her arms, legs and on the skin of her trunk. Consumer reported she had been taking amoxicillin 500 mg and other unspecified medications. Consumer reported the experience of her body being pink all over. Consumer reported all of the events have cleared. Consumer is scared to use polident and she will be using a brand called protec that her dentist had given her.

Manufacturer narrative:
Polident tables are MFR in (B)(4), in the united states. The lot number for this product is available; however, it is unk whether the product will be returned for qa testing. (B)(4). Note: polident dentu cream toothpaste will be submitted under MFR report number 2210777-2012-00001. Polident overnight tablets will be submitted under MFR report number 1020379-2012-00002.